Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The ssd was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used sacroiliac and thoracolumbar procedure. It was reported that the site was unable to get passed the login screen as the information was placed in the login menu it would not revert back to the login after seeing the navidea screen. The site did not move forward with navigation as they aborted due to unable to get passed the menu. The software was unistalled and re-installed but the issue was not resolved.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis on the returned computer resulted in a software failure that was found when analyzed. Analysis states that the operating system was corrupt. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.